Event description:
It was reported that, the device was interrogated and found in back up vvi mode. The device was explanted and replaced to resolve this event. The patient was stable.

Manufacturer narrative:
The reported event of device in backup mode was confirmed. The device was received in backup mode with normal telemetry communication. Analysis of the device image indicated the cause of backup consistent with an anomalous integrated circuit on the hybrid, which turned the device into reset mode. After the product code was reloaded, the device exhibits normal characteristics. Electrical and mechanical tests performed did not identify any functional issues. Anomalous error and backup condition could not be reproduced.